Manufacturer narrative:
Result: footboard modules popped out from the clamshell.

Event description:
It was reported by service report that the footboard modules were popped out from the clamshell. No patient involvement or adverse consequences were reported.